Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number, as the device is part of a compliance kit; therefore, the device manufacture date and model number are unknown. This is a non-sterile device, with no expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during scope cleaning on an unknown date. According to the complainant, while cleaning the scope, the bristles from the brush, broke off in the scope channel. There was no patient involvement. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.